Event description:
It was reported that the customer was in the emergency room due to high blood glucose of 531mg/dl, and he was treated with an insulin drip. Troubleshooting was performed. Assisted the caller to run a manual prime test and the insulin did exit. Performed the high pressure test and passed. Advised the caller to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.